Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of call service 004 alarms. The returned battery cap was undamaged and able to properly secure to the pump. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms or issues. The pump successfully completed the 24 hour duration test without any issue or call service alarms. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of an call service alarm issue was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that call service alarm [04-0000000] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.